Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that pre-implant balloon dilation was not performed. It was noted that the patient¿s valve perimeter was approximately 70mm and the calcium score was approximately 1200.during the procedure, the valve was recaptured three times due to dislodgement. Prior to dislodgement, the valve was positioned at a depth of approximately 4-6mm on the non-coronary cusp (ncc) and subsequently dislodged aortic. The deployment starting point was at the bottom of the pigtail catheter. It was reported that the valve was unable to be fully recaptured and was withdrawn from the patient with a gap. It was noted that there was an outer sheath that was inserted at the beginning of the case.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve procedure, the patient had a horizontal aorta at 69 degrees and tortuous femoral arteries. The first valve was deployed more than three times, and the valve was dislodging and could not achieve annular contact. It was reported that the valve could not be fully recaptured and the system could not cross the native valve. A new delivery catheter system and a new valve were used, and faster pacing was performed to resolve the issue. No patient complications have been reported as a result of this event.